Event description:
During a routine shift check by a clinician the device displayed "pacer disabled" and "pacer fault 115" messages. Complainant indicated that there was no patient involvment in the reported malfunction.